Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was urinary continent after the artificial urinary sphincter (aus) original surgery. However, the patient started to experience recurring incontinence over time, the patient experienced urethral atrophy. A revision surgery was performed to resize both cuffs and replace the pump. New cuffs fit well and are expected to provide a good result. A full recovery is expected for the patient.